Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in h6 (component code). H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found a screw in a bag. The reported device is not pictured. A visual inspection of the returned device found that it is not in its original packaging. One wing of the device is fractured from the main body. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Type of reportable event updated from malfunction to serious injury.

Event description:
It was reported that, during an acl reconstruction procedure using a 7-8mm biosure , the implant broke outside the patient. The procedure was finished with a non-significant delay using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).